Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the tubing was leaking due to the clip of the cassette puncturing the tubing. The event occurred before infusion. There was no patient involvement, and no patient harm/adverse event reported.